Event description:
It was reported the pt (B)(6) was no longer feeling stimulation. Diagnostic testing identified impedance issues. X-rays were performed with no anomalies noted. The physician elected to proceed with surgical intervention. Intraoperative testing revealed the issue was with the lead extension. The lead extension was then explanted and replaced which resolved the reported issue. It was noted there was some discoloration of the explanted lead extension.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.